Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that when continuous glucose monitor (cgm) alerts were declared, the pump did not declare audible alerts or declared very low volume alerts, despite the volume level being set to high. The customer's blood glucose (bg) level was impacted (250 mg/dl). The customer took a correction bolus, via the pump, to address bg level.